Manufacturer narrative:
The customer reported failure mode as the reported instrument is a hook instrument and does not have jaws. The hook is intact and does not exhibit damage. Engineering also observed that the conductor wire is broken at the distal end, near the yaw pulley interface. The yaw pulley and inner surface of the distal clevis ear exhibits charring, indicating that an arcing event occurred. The conductor cap is missing as is one of the idler pulleys on the distal clevis. The yaw pulley extruded boss feature on the same side as conductor cap is broken off. Breakage of the boss feature allowed the cap to slip out. No other damage was found.

Event description:
It was reported that prior to starting a da vinci s surgical procedure, one of the jaws on the permanent cautery hook (pch) instrument broke off. No patient harm, adverse outcome or injury was reported. The customer reported malfunction does not in itself constitute a reportable event, however, during internal evaluation of the instrument, engineering discovered evidence that an arcing event may have occurred during a previous surgical procedure.